Event description:
It was reported to sabratek that a pediatric tpn pt was on lipids over 20 hours daily & tpn continuously via two sabratek pumps. When the nurse taught the mom to prime the tubing/filter, she taught her to prime with the filter vertically as directed by sabratek. The filter would prime appropriately but if the clamp wasn't immediately clamped, air would back up from the end of the tubing to the filter. The insert in the package does not say that the clamp must be used to alleviate the air back-up.